Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as bruised, black, blue, and red. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied gauze over the skin irritation. Follow up indicated that the skin irritation improved.